Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during pre-use check the display was dark. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of emdr # 2031642-2017-02974.